Manufacturer narrative:
B3: 2025 is the reported year of the event but exact month and day not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. Unit passed pressure test at 23 psi. Recalibrated occlusion sensors for preventive maintenance. Unit occluded at 24 psi after recalibration.

Event description:
It was reported that the device failed occlusion @ 27 - 31 psi. There was no patient involvement.